Event description:
Carelink alerted us that atrial lead impedance was out of range.this lead is a fineline lead and low impedance is normal for this lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).